Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed "cassette not attached". There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: one device was returned for repair. This device has not been in for servicing. Error log review found cassette not attached properly high alarm and downstream occlusion. Customer reported problem was not duplicated. When running three different psi pressure tests, the results were found to be within the specification range. In manufacturing mode, the device passed all tests performed with no issues. Preventive maintenance was performed, including replacing downstream occlusion (dso) sensor. Device passed all functional tests after the repair.